Event description:
It is reported that a portion of the impact pad has fractured off.

Manufacturer narrative:
(B) (4): eval: as returned, a portion of the device's dovetail is fractured and missing. The age of the device cannot be determined as no lot number is available. The device likely failed due to repeated use in the form of impaction. No lot number was provided, therefore, device history records could not be reviewed.